Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil was attempted to be placed in a target site through a competitor microcatheter (4fr) but got stuck in the microcatheter and could not be advanced. When the coil was being withdrawn, the coil got stretched and unintentionally detached. The coil was withdrawn along with the microcatheter by applying negative pressure with a syringe and removed from the patient. Another coil was used to continue the procedure and the procedure was successfully completed. There was no reported health damage to the patient.